Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump was not delivering insulin due to a button keypad issue. The reporter indicated that the up and down arrow buttons on the pump were not working and often took as many as 6 or 7 presses to respond. The reporter confirmed that there was no damage to the keypad or trauma to the pump. Customer support reviewed the event with the patient. The reporter stated that the patient's site was changed and then patient's blood glucose fluctuated but returned high. The reporter indicated that the only way to get the patient's blood glucose down was using injections. The reporter confirmed that there were no alarms related to the event. The patient's blood glucose reportedly went as high as 481 mg/dl. The reported blood glucose does not meet animas criteria for an adverse event. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow keypad button was found to be intermittently unresponsive; all other buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts.